Manufacturer narrative:
Section d9: device available for evaluation ¿ yes, returned to manufacturer on 09/29/2021 section h3: device evaluated by manufacturer ¿ yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was loaded into the cartridge. One haptic was observed to be both damaged (bent) and have a portion detached. The lens was cleaned, and lens damage on the edge of the optic body was observed. The complaint issue was confirmed; however, based on the fact that the lens was handled during loading this may be attributed to handling and cannot be confirmed to be related to manufacturing. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic was broken into the patient eye. No further information is available.